Manufacturer narrative:
Correction information: g6: follow-up #: 2. Evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. Additionally, the switch lever on pentax medical's water bottle was improperly positioned, preventing the user from supplying water to clean the objective lens. A definitive root cause of the reported issue could not be identified. As a result of the trend analysis, the <impossible / difficult to operate> category exceeded the upper control limit. A corrective and preventive action (CAPA) is currently underway to address this issue. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. MFR # 9610877-2024-00164; model # eg29-i20c; serial # unknown; dark image during case; fu2. MFR # 9610877-2024-00165; model # eg29-i20c; serial # unknown; dark image during case; fu2. MFR # 9610877-2024-00166; model # eg29-i20c; serial # unknown; dark image during case; fu1. MFR # 9610877-2024-00167; model # eg29-i20c; serial # unknown; dark image during case; fu1.

Manufacturer narrative:
D4: serial # is unknown. D4: primary unique device identifier (UDI) # is unknown. Pentax medical america performed a good faith effort to gather additional information regarding this event and responded an email on 31-dec-2024. Pentax sales representative reported that the switch lever on the water supply bottle of pentax medical was improperly positioned, which prevented water supply to clean the objective lens. All concerned personnel were re-educated, and no similar incidents have occurred since then. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00164_eg29-i20c_unknown_dark image during case; 9610877-2024-00166_eg29-i20c_unknown_dark image during case; 9610877-2024-00167_eg29-i20c_unknown_dark image during case.

Event description:
Per the initial report, the user did a bed side ICU case and the image quality was terrible. Everything shows red and dark. It is hard to see where bleeding is coming from. This event occurred at the time of during use. There was no report of patient harm. B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b3: date of event, b4: date of this report, e4: initial reporter also sent report to FDA?, g6: follow up #1, h2: if follow-up, what type?. Additional information: a3a: sex, a4: weight, b7: other relevant history, including preexisting medical conditions, d4: serial #, d4: primary unique device identifier (UDI) #, d9: is this device available for evaluation?, h4: device manufacture date. Complaint notification form was provided as gfe response on 14-nov-2024, which included the following information: pt was scoped at bedside in the ICU for hematemesis. Upon scope insertion a lot of blood and clot was seen. The image quality was initially fine. However, when the tip of the scope touched blood (or clot), the whole screen turned dark red. Using button water or irrigation water, did not improve the image. Scope was taken out, tip wiped and re-inserted however this did not help. We thought the scope needed white balancing again however this made the problem even worse. It was october 31, 2024, not december 31, 2024, that pentax medical america made a good faith effort to gather additional information regarding this event. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 10-jul-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 19-jul-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.